Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection found the device is broken at the distal section. Only 183 cm were returned. The overall length should be 185 cm. The overall length and outer diameter (od) of the distal tip was unable to measure due to the condition of the device. The od of middle and proximal section of the device was within specifications.

Event description:
It was reported that tip detachment occurred. A 185cmlight support straight tip pt2 guidewire was inserted into the target lesion that was located in the left anterior descending (lad) artery. However, during the procedure the tip of the wire broke off. The tip was snared from the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that tip detachment occurred. A 185cm light support straight tip pt2 guidewire was inserted into the target lesion that was located in the left anterior descending (lad) artery. However, during the procedure the tip of the wire broke off. The tip was snared from the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine.